Event description:
Collimator exchange cassette was empty at the time of the incident. The operator moved the carriage and cassette by pushing on the cassette rather than the handles of the collimator cassette carriage. The operator reported the cassette tilted off the rollers at the bottom of the collimator cassette carriage and fell. The user tried to grab the cassette to stop it from falling, and subsequently injured (broke) the middle finger on his left hand when it was caught between the cassette and the collimator carriage or end-stand.